Event description:
A medtronic service representative reported that during a tumor resection procedure utilizing axiem technology, they performed a successful registration and verified accuracy before draping the patient. They draped and performed the craniotomy after which the surgeon alleged that navigation was 2 cm inaccurate. They closed and undraped the patient. The medtronic representative noted that the surgeon had placed the non-invasive patient tracker over the patient's eye (like an eye patch) and taped it there. The rep encouraged them to move it to a more rigid bony area and then they re-registered. They were accurate after draping this time and continued the case as planned. There was a 30 minute delay. No negative impact to the patient outcome.

Manufacturer narrative:
Instructions for use regarding the type of patient tracker used in this procedure state, "warning: carefully consider the location where you will place the patient tracker. Choose a skin site that will lie safely within the localizer detection field during navigation, will not result in stress on the tracker as a result of patient positioning, will not hinder access to the surgical site, will not be in the immediate vicinity of any large metal objects, is taut and smooth, not loose, baggy, or uneven. The tracker's position relative to the operative anatomy may not be allowed to change during the procedure. The patient's forehead is the recommended application site for the patient tracker. Warning: the non-invasive patient tracker may not exhibit in every situation the same accuracy as stealthstation reference frames using rigid fixation." After proper positioning of the patient reference navigation was accurate.